Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a heart failure episode and pacemaker mediated tachycardia (pmt). Referred patient to physician to address pmt issues. As of this time, this device remains in service. No adverse patient effects were reported.